Event description:
It was reported the catheter was being placed into the pt's internal jugular in the anesthesia operating room. The sheath was inserted for a left side placement. Once inserted into the ij, the catheter began bleeding back through the hemostasis valve. As a result, the device was replaced with another sheath at the same site and was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).